Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2010 via the right common femoral vein due to bariatric surgery. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing abdominal pain, back pain, groin pain, and limited physical activity. Per a CT abdomen/pelvis: "findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: n o. Filter tilt: no. Filter penetration: yes. Impressions: the anterior strut penetrates 8 mm through the ivc wall". "The left strut penetrates 1.7 mm through the ivc wall". "The posterior strut penetrates 0 mm through the ivc wall". "The right strut penetrates 8 mm through the ivc wall".

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g8 of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, abdominal/back/groin pain, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abdominal/back/groin pain, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.